Manufacturer narrative:
Approximate age of device: 3 years and 5 months. The replaced portion of the percutaneous lead (driveline) was returned for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the vad system produced driveline fault alarms on (B)(6) 2018. The system controller was exchanged; however, additional driveline fault alarms were received on (B)(6) 2018. The patient was reported to be asymptomatic. The manufacturer¿s technical service representative reviewed the submitted log files and confirmed the reported driveline fault events. It was observed that the log files from both system controllers showed the same driveline phase causing the driveline fault alarm to trip. The customer was informed that the driveline fault alarms may be caused by a driveline issue. X-ray images submitted revealed a little shield separation at the distal end. On (B)(6) 2018, it was reported that the system controller was exchanged. Additional log files submitted for review from the 3 system controllers showed that phase c of the driveline was degraded and was the cause of the driveline fault alarms with previous 2 system controllers. On (B)(6) 2018, that manufacturer¿s technical service representatives arrived onsite for a percutaneous lead (driveline) evaluation and replacement. Phase interrupter tests performed prior to and after the driveline replacement found no open wires. After the percutaneous lead replacement, the patient¿s vad system was connected to a power module using a normal patient cable without issue. An additional log file submitted on (B)(6) 2018 captured a driveline fault event on (B)(6) 2018 that was triggered by phase c which is the same phase that triggered the alarm on the 2 previous system controllers. The customer was informed that it appeared that the driveline replacement did not resolve the driveline issue as phase c continued to show degradation. On (B)(6) 2018, the customer reported that the current plan was to monitor the driveline fault alarms. If the wire continued to deteriorate to the point of breakage or the patient requests, it was discussed that the pump would be exchanged at the implanting facility. On an unspecified date, the patient was transferred to (B)(6) hospital for a possible pump exchange. On (B)(6) 2018, additional log files and internal x-ray images were submitted for review. The technical services representative reviewed the file and informed the customer that the wire in question (phase c) did not show any further degradation. The internal x-ray submitted showed an area of concern. As of (B)(6) 2018, the patient remained admitted at the implanting center. No additional information was provided.

Manufacturer narrative:
Review of the submitted system controller log files confirmed the reported driveline fault alarms and low speed/pump stoppage events; however, a specific cause for the reported events could not be conclusively determined through this evaluation. The account submitted x-rays that appeared to show some areas of concern. There appeared to be areas of shield breakdown both internally and externally along the patient¿s driveline. (B)(4) was returned with the driveline cut approximately 2.5 inches from the pump housing, and approximately 15 inches of the distal segment of the driveline was also returned. The driveline was tested for continuity and did not reveal any discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the driveline revealed a tear to the outer silicone jacket at approximately 2.5¿ from the metal connector. Examination of the underlying wires under a microscope did not reveal any insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal a device related issue and the potential cause of the reported events could not be determined because the entire driveline was not returned.

Event description:
The patients heartmate ii lvad pump exchange occurred on (B)(6) 2018.